Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. After attempting to reset the malfunction code without success, technical support decided to replace the pump. The customer was advised to use multiple daily injections to maintain insulin delivery and was given instructions for how to store and return the problematic pump. The replacement pump was dispatched without the need for a delivery signature.